Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported a patient underwent an initial shoulder arthroplasty on (B)(6) 2016. During the procedure, the handle of the instrument fractured as a trial component was removed from the patient. All pieces of the fractured instrument were retrieved; however, it is unknown if any pieces fell in to the patient. Another device was used to complete the procedure without delay.